Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the right master tool manipulator (mtmr). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that clip applier could not move on patient side manipulator (psm) 1. The tse had the customer reseat the clip applier instrument, sterile adapter (sa) and replace the clip applier instrument, but the issue remained. The customer stated that the other instrument worked properly on psm 1. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: psm 1 and mtmr were locked when the surgeon used large clip applier instrument. The surgeon used another instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) for failure analysis investigation. The unit was analyzed and was installed onto a golden system where the error was triggered indicating fault on the axis 7 replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the axis 7. Once testing was completed, the axis 7 motor and sensor were further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to an electrical fault of a component or module within the axis 7 motor and sensor assembly on the affected mtm.

Event description:
Refer to h11 for follow-up information.